Event description:
It was reported that mount fractured during implant placing. It took hours to remove the fractured portions. The procedure was not completed using another device.

Manufacturer narrative:
Zimvie complaint number is (B)(4). Patient weight not provided. Additional 510(k) number is k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned implant identified that the mount fractured at the hex area. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was moderate bone density (type ii). The reported device was at tooth location 47 (fdi) and was placed and removed the same day. DHR review was completed for the subject lot number (1247211). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture mount. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.